Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was occluded the following information was received by the initial reporter with the following: it was reported by customer that ivig would not go through bd alaris pump infusion set, even when pulled with syringe.

Manufacturer narrative:
The customer reported they were unable to flush through the port above the pump, and returned one sample of material 2426-0007, lot 25065358. Upon initial visual examination, the set had no defects or abnormalities. The y site was examined using a cut-off syringe to engage the blue piston. When engaged, the blue piston should open up and create a fluid path for the syringe. In this case, it did not open up, and it remained closed. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing plant found the root cause for the occlusion to be related to incorrect fluorosilicon (lubricant) application. The plant instituted a funded project to address the issue by installing and validating a new fluorosilicon application system, replacing the old system. The project also includes monitoring forms for the correct application.